Event description:
Intl customer reported that the device was placed following a laminectomy. Suture was tightly looped around the drain to secure its placement. The pt developed a hematoma within one hr of the procedure. There was low drainage volume noted. The pt was returned to surgery, the device explanted and a new drain placed. The pt is recovering.

Manufacturer narrative:
Conclusion: the surgeon reports that suture was looped tightly around the device. This may have caused the drainage to be impaired. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. The prod upon which this medwatch is based is anticipated. Once the prod is rec'd, any further info derived from the eval will be submitted in a supplemental 3500a form.